Event description:
Healthcare professional reported surgeon "was placing implants in a patient when surgeon stated there was a hole in one of the implants." Device remain implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: break.

Event description:
Healthcare professional reported surgeon "was placing implants in a patient when surgeon stated there was a hole in one of the implants." Healthcare professional later reported "hole, non-specific." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: broken device-patient contact: observed broken on radius side assessed as surgical damage and missing piece of shell assessed as inconclusive. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a4, b5, d9, h3, h6.